Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation due to ipg being inoperable. It was also reported the patient did not charge the ipg for a significant amount of time. An sjm representative confirmed the issue. Subsequently, surgical intervention was taken wherein the ipg was explanted and replaced.